Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet, resulting in no glucose readings until connection resumed during troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included customer service troubleshooting and user education. Investigation of this case revealed a transient data communication interruption between the cgm and the ilet with subsequent restoration of function, consistent with intermittent signal loss without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user or environment-related factors affecting wireless communication.

Manufacturer narrative:
Initial.